Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. After reloading the cartridge, customer received an accurate fill estimate. In addition, it was reported that the touchscreen of the pump became scratched. There was no reported impact to the customer's blood glucose level.